Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
The customer indicated the unit was not in use, no harm was reported, and the unit did alarm.customer reports that the blower is not working and when powered the unit on and gives a circuit occlusion alarm and indicated blower is not running. Philips remote service engineer advised the customer to set a flow of 10 in the pneumatics screen, and the blower rpms was at 3000 35 volt supply was at 36.4 volts. Philips remote service engineer advised the customer to replace the blower.

Manufacturer narrative:
Report date: 01sep2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a patient circuit occluded alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm.